Event description:
The initial reporter received questionably high sodium electrode assay results from several patient samples tested on the cobas 6000 c501 module one example of discrepant results was provided: the initial result was 156 mmol/l. The repeat result was 128 mmol/l.

Manufacturer narrative:
The electrode serial number and its expiration date were not provided. The field service engineer inspected the module and detected a split in one of the tubings of the rinse unit. He replaced this part. The investigation determined that a leakage/seal caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.